Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as an allergic reaction with broken bleeding skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed 3 medications (not listed) for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.